Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: 841628,841528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6) 2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "(B)(6)", bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1. The other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "(B)(6)", endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from on (B)(6) 2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test: on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 21-jan-2019: lot number added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("abnormal bleeding (general)") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the menstrual disorder, genital haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received, reported added, aka added, product indication updated, events added are as follows- vaginal haemorrhage, menorrhagia, depression, mental anguish, abdominal pain. Onset date added, severity added, events outcome updated- pain, lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal due to complications from the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 212lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-apr-2018: events- "abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 841528-valid, 841628-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6)2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "(B)(6), bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1. The other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "(B)(6), endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6)2011 to (B)(6)2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded; on (B)(6)2013: results: total bilateral occlusion. Pregnancy test - on (B)(6)2013: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Lot number 841628 is invalid. Lot number: 841528 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 841628-notvalid,841528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6) 2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "elizabeth keller, bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1. The other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "elizabeth keller, endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Lot number 841628 is not valid. Lot number: 841528, manufacturing date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 841528-valid, 841628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6) 2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "elizabeth keller, bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1.the other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "elizabeth keller, endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Lot number 841628 is not valid. Lot number: 841528, manufacturing date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 841628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6) 2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "elizabeth keller, bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1. The other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "elizabeth keller, endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from march 2011 to august 2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems : mental anguish"), depression ("psychological or psychiatric problems : depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: reporters were added. Patient race was added. Lot number was added. Medical history were added. Event genital hemorrhage was ticked as medically significant. Lab data was added. Auto-narrative supplement was added. Reporter causality comment was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 841528-valid, 841628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder (girdle) dystocia, antepartum, wisdom teeth removal, amenorrhea, back disorder, asthma and uterine bleeding. On (B)(6) 2014: surgical pathology report: a. Bilateral fallopian tubes, salpingectomies-bilateral fallopian tubes including the fimbriated ends, and containing essure coil wires; negative for active inflammation, endometriosis or neoplasm. B. Endometrial biops-late proliferative- early secretory (interval phase) endometrium. Pre and post operative diagnosis-pelvic c pain, dyspareunia. Gross description-a. The specimen is received in formalin labeled "elizabeth keller, bilateral fallopian tubes" are two fallopian tubes including the fimbriated ends of the tube. Both contain metal wire coils within the lumen . One of the tubes measures 9.5 x 0.5 em in maximal dimensions and up to 0.9 cm in diameter near the fimbriated end. Representative cross sections are submitted in cassette a1. The other tube measures 7.8 em in length and includes the fimbriated end and ranges in diameter from 0 .3 to 0.8 em . Representative cross sections are submitted in cassette a2. Total 2 cassettes¿ b. Received in formalin, labeled "(B)(6), endometrial biopsy", are multiple tan and red-brown tissue fragments, mixed with blood, which measure 5.0 x 2.0 x 0.2 cm. In aggregate. Entirely submitted in a single cassette b1. Concurrent conditions included obesity, uterine bleeding, back pain, nausea, dysfunctional uterine bleeding, malaise and amenorrhoea. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2011 for birth control as well as paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems: mental anguish"), depression ("psychological or psychiatric problems: depression") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the menstrual disorder, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. The essure coil was seen protruding from the cornu and was removed completely from the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dyspareunia, depression, headaches, pelvic pain. Lot number 841628 is not valid. Lot number: 841528 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.